Manufacturer narrative:
Correction: this event was reported against the liberty cycler in error. Air leak event are not deemed to be reportable. Therefore, this is not considered an MDR reportable event.

Event description:
A peritoneal dialysis patient reported the cycler displayed the message air detected in the cassette multiple times during treatment. Technical support assisted in trouble shooting, however, the message returned. The treatment was cancelled. The inside of the cassette door was dry when he cassette was removed. The patient's peritoneal dialysis nurse reported that there was no adverse event associated with this incident, the patient did not request a replacement cycler and that the patient has been able to complete treatments.

Manufacturer narrative:
Device evaluation: the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler displayed the message air detected in the cassette multiple times during treatment. Technical support assisted in trouble shooting, however, the message returned. The treatment was cancelled. The inside of the cassette door was dry when he cassette was removed. The patient's peritoneal dialysis nurse reported that there was no adverse event associated with this incident, the patient did not request a replacement cycler and that the patient has been able to complete treatments.